Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer did not know if blood glucose (bg) level had been impacted as customer had not tested. Customer confirmed backup insulin therapy would be obtained and that she would not eat at night to manage bg.